Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: a visual inspection of the device has a kink at 20mm from the tip while in the neutral position. In addition, has broken adhesive on ring #3 and fluids under it. The right curve is placed in the template shaded area, however, the left curve is not placed in the template shaded area due to the kink. The device failed the dimensional test. The distal tip was dissected, finding the center support kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04may2016. It was reported that distal tip became bent. The target lesion was located in the right atrium. A 7-110-2.5-8-10 n4 blazer prime® xp was selected for use. During the 7th ablation, the distal tip of the catheter became bent. No patient complications were reported and the patient's status was good. However, device analysis revealed that ring #3 has a broken adhesive.